Event description:
During anspach routine service and repair it was discovered during pre-test: a small battery drive handpiece had a sticky trigger, loud unusual noise, and rpms functioning with lithium. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device history record review is not available as device is older than 12 years. The reporter did not allege or identify any specific deficiency; it was observed during pre-repair assessment that the unit had a sticky trigger, loud unusual noise and low (rpms) rotations per minute. Evidence indicates this was due to usage wear over time. Placeholder.

Manufacturer narrative:
Was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).